Event description:
A patient reported experiencing inaccurate erratic results with a ot basic enhanced meter. The patient's blood glucose results were 231 mg/dl, 17mg/dl. Tests were done within 10 minutes with a difference of 153%. Patient did not experience any adverse events. No further information has been reported.